Event description:
It was reported that impedance results were displayed as "xxx" on the electrode impedances when tested at 3v. This result occurred again when testing at 0.7v and 1.5v, but only electrodes 0 and 1 were looked at with those amplitudes. A loss of therapeutic effect was also reported. It was stated that the implantable neurostimulator (ins) was moved two weeks ago from the patient's hip area to their low back/flank area. Discomfort was the reason for moving the ins. Stimulation had not been good since that procedure. As of the date of this report, the patient could not feel stimulation, even when the voltage was turned up. Prior to the revision, it was noted that the patient had been receiving good stimulation. It was stated that on (B)(6) the patient felt a "surge of stimulation and then no stimulation at all" when it was turned on after recharging. No falls of traumas were reported. Two "short" physician recharge modes (prm) were conducted and the impedances were checked again. The impedances normalized at that point (362-796 ohms wi th #0). It was then stated that the patient felt stimulation again in their legs and it felt "good." The patient was then reprogrammed. Coupling and communication issues were also reported. It was indicated that the patient had a difficult time coupling. On (B)(6), they could only get 4 bars if the belt was "tightened and they pressed hard over the pocket." As of the date of this report, only 0 or 2 bars were seen when trying to couple. It was noted that the patient still had some swelling over the ins area. An x-ray was also taken. The next day, it was reported that the x-ray did not reveal any malfunction. It was further stated that a power on reset condition had to be cleared. It was noted that the prm may have caused the surge in stimulation. It was indicated that (B)(6) 2012 was discussed as a date for a pocket revision to address the thought that the ins was "too deep" for efficient recharging. It was also stated that the patient was able to receive the stimulation coverage where needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer.(B)(4).